Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high in comparison to another meter (freestyle). The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the alleged issue began on (B)(6) 2016 when the patient obtained alleged readings on the subject meter of ¿177mg/dl compared to 152mg/dl on the other meter performed within less than 30 minutes of each other. The reporter detailed that the patient manages her diabetes with insulin pump therapy and had increased her dose of medication by an unspecified amount from (B)(6) 2016 as a result of the alleged product issue. The reporter stated that on an unspecified time after the issue began the patient developed symptoms of, ¿fell to her knees, yellow-skinned and almost unconscious¿. It¿s also mentioned she ¿often loses the power of speech and has become the subject of absent-mindedness¿. The reporter stated that the patient was treated with food and or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the result was obtained from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.